Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: there were unexplained pump reboot events observed in the device's black box. The battery compartment was cracked on the side at the threads and below the bumper pad. No stripped compartment threads observed. The returned battery cap was damaged and had stripped threads. It was unable to fully attach to the pump and the reboot events were duplicated when it was attached to the pump. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was found to be peeling, but all of the buttons were responsive and there was no evidence of contamination on the contacts.